Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set the pump site reminder incorrectly. Tandem technical support guided the customer through adjusting the pump site reminder. There was no reported impact to customer's blood glucose level.